Event description:
The user was unable to ligate the clip about once every three times. On checking the applier, the jaws were misaligned. Therefore, he/she replaced the applier with a new one to complete the procedure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in april of 2020. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned in the closed position and the jaw pivot pin is slightly recessed into one side of the outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position and for the jaw pivot pin to become slightly recessed into one side of the tube assembly. We are unable to determine what caused the drive rod bosses to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The user was unable to ligate the clip about once every three times. On checking the applier, the jaws were misaligned. Therefore, he/she replaced the applier with a new one to complete the procedure.